Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure to treat dysphasia performed on (B)(6) 2025. During the procedure, the balloon burst at 19 mm when it was inflated to 20 mm. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.